Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. X-ray revealed no lead anomalies. The lead was explanted and replaced on (B)(6) 2015 without complication. The patient was in good condition pre and post procedure.